Manufacturer narrative:
The drill attachment was returned to the MFR for an unrelated issue and upon eval, an overheating condition was discovered. Internal components were evaluated and extensive debris and corrosion was discovered within the upper bearings. The presence of debris/corrosion can lead to increased friction between rotating components, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the build-up of debris/corrosion within this device. The drill attachment could not be repaired and was discarded.

Event description:
It was reported that during testing conducted at the MFR, the drill attachment heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.